Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he had frequent battery changes and the pump rejected the new batteries. The pump was also cracked and chipped. Customer declined to transfer to the helpline.